Event description:
The reporter stated the tube began leaking due to the breaking of the balloon after one week's use. This resulted in excoriated skin around the tube. The pt's skin was treated with mycostatin powder and a new tube was inserted. The pt expired two days after placement of the new tube due to unrelated causes. Note: the date given above is approximate. One pt involved.